Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm ran the unit through normal operation and unit was working properly. The stm looked through the iabp logs and found multiple gas loss in the iabp circuit which pointed to something being wrong with the circuit that was being used. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient that the cardiosave intra-aortic balloon pump (iabp) had to be manually filled every two hours. There was no patient harm or injury and no adverse event was reported .

Event description:
It was reported that during use on a patient that the cardiosave intra-aortic balloon pump (iabp) had to be manually filled every two hours. There was no patient harm or injury and no adverse event was reported .